Event description:
The customer reported that "customer getting speaker malfunction error".no death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.